Manufacturer narrative:
Additional, changed, and/or corrected data: h6 photo evaluation: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lymphadenopathy: unable to observe as it is a medical event that is not related to the device. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "rupture". Later, healthcare professional reported "rupture" diagnosed via MRI, aesthetic deformation, and "capsular contracture baker grade ii". This record is for the right side. Device was explanted and replaced with a non-abbvie device.

Event description:
Patient reported "rupture". Later, healthcare professional reported "rupture" diagnosed via MRI, aesthetic deformation, and "capsular contracture baker grade ii". This record is for the right side. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture.